Event description:
Plaintiff, alleges as a result of direct and indirect exposure to gloves, plaintiff has developed an allergy to latex and its components, including proteins. Plantiff, alleges the loss of the society, consortium and services of his spouse, and suffered an economic loss.